Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that during spinal fusion procedure, the navigation system became unresponsive and required a reboot. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.